Event description:
It was reported that a user of a new ilet pump experienced low blood glucose around mealtime and called for guidance; the agent advised correcting blood glucose before eating and explained that the meal algorithm learns over initial use. Symptoms included hypoglycemia and dizziness. Outcomes included the need for oral glucose to treat the low and were characterized as a serious injury/illness/impairment and as an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.